Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID 2134265-2018-01482. It was reported pericardial effusion and thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and then a 27 mm watchman ® laa closure device and delivery system (wds) was advanced. The device was deployed and partially recaptured multiple times to try and achieve optimal positioning within the appendage. They decided to fully recapture and use a smaller sized device. They advanced a 24 mm wds and the closure device was successfully deployed and released without complication. There was no sign of post-procedure pericardial effusion on transesophageal echocardiogram (tee). However, the following morning, the patient started to become symptomatic. A routine tee revealed a small effusion and a thrombus formation on the face of the closure device. A drain was placed and 310 ml of fluid was removed; the patient¿s symptoms resolved. The patient was placed on oral anticoagulation per protocol. The patient was discharged in good condition.